Manufacturer narrative:
.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that sometimes after using a program it wouldn't work that way and they would have to change it to another one but that it had worked wonderfully for them. Also, patient reported that there was a big plant across the street with big wires, and that when they go through the security gates at (B)(6), it always shocked them. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported they received a letter from the manufacturer and they didn't know the answers to the questions. Caller repeated the information that the devices shocked them. Also reported they were getting their device replaced on (B)(6) 2017 and they hoped the new one would be better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on october 27th reported they were unsure of the cause of the patient getting shocked when walking through the (B)(6) security gate. There were no further complications that have been reported as a result of this event.